Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from the (B)(6) of a patient not feeling unwell and suspected sterile peritonitis coincident with dianeal pd4 and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was switched to hemodialysis, for an unreported reason; therefore, dianeal pd4 and extraneal viaflex were permanently withdrawn. On (B)(6) 2011, the patient presented to the hospital feeling unwell and was diagnosed with "suspected sterile peritonitis", manifested by cloudy effluent. It was not reported whether the patient was admitted. On an unreported date in (B)(6) 2011, the patient received remedial therapy of unspecified "protocol antibiotics" and recovered (date not reported). The nurse was of the opinion the cloudy effluent was not indicative of sterile peritonitis, however, was the result of the fluid remaining in the patient for several days. A causality statement for the event of feeling unwell was not reported.